Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. This lead was noted to have pulled back during x-ray. This lead was explanted. No additional adverse patient effects were reported.